Manufacturer narrative:
The defective product has been requested but not received in time for this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: comfort flo column filled with water which was forced out into the circuit. Device was being used on an infant with a nasal cannula at the time of incident. This incident occurred twice. This is the second report. No pt injury reported.